Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, multiple pause episodes due to r-wave under sensing were noted on the patient's device. Programming changes were made. But pause episodes were noted even after that. No further intervention was performed. The patient was stable.